Event description:
It was reported that an ilet bionic pancreas repeatedly displayed restart code alert 38, including after multiple user-initiated restarts, and the device was subsequently replaced; the event coincided with prolonged hyperglycemia, with a reported peak blood glucose of 272 mg/dl and approximately eight hours above range, without backup therapy or ketone testing. Symptoms included hyperglycemia. Outcomes included no medical intervention or hospitalization. Investigation included review of device history and guided troubleshooting, verification of alert behavior before and after restart, confirmation of charge status, and education on backup therapy and device return. Investigation of this device revealed a persistent restart/malfunction alarm during therapy that was not resolved by restart, consistent with a device operational failure. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.